Manufacturer narrative:
Invacare received a notification from health canada concerning an incident involving a tdxsp for formula cg with mk6i which is also sold int the us. The facility where the incident took place issued a "safety ticket" on (B)(6) 2022 for the resident's chair regarding the left arm not locking into place. The chair was not removed from service at that time. On (B)(6) 2022, the left arm of the chair allegedly moved while the resident was reaching for a coffee jug on the dining room table and he fell to the floor resulting in injuries. It is not known if the resident was wearing his seat position strap at the time of the event. The owner's manual (pn 1143190-n-03 2016-11-07) states on page 7, "continued use of the wheelchair with damaged parts could lead to the wheelchair malfunctioning, causing injury to the user and/or caregiver. Invacare has made multiple attempts to obtain additional information relating to the issue from the facility with no response yet received.

Event description:
A facility reported directly to health canada (file #: (B)(6)) that on (B)(6) 2022 a resident, while in his power chair, slid to the ground while reaching for a coffee jug in the dining room. The left arm of the chair had slipped while he was reaching. The resident sustained a fracture of the left tibial plateau. He was not a surgical candidate, therefore, a knee brace is in place & he is receiving pain management.